Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2020. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the calibration marks of o.l.d. 3ml clear exact-amed fades out very easily. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.